Event description:
It was reported that the steinmann pins had the wrong label. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The evaluation revealed that the packaging for the steinmann pins have the wrong label. This is clearly a packaging error. Evidently, one stage of the packing process was not correctly undertaken. Unfortunately, this process was not correctly undertaken, and this error was not identified, either by quality control or before shipment. Since the entire batch of pins was sold, and there have been no other complaints, we conclude that this was an isolated incident. However, a review of the device history records has been requested.